Event description:
It was reported that during a procedure at the user facility the cast cutter was found to have bare wires. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the cast cutter was found to have bare wires. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The client decided not to return the device. It is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.